Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: material #309653. Lot #4347655. Verbatim: IV tech started to draw up fluid in 50ml bd syringe and noticed small dark speck near the tip of the syringe. Circled it with black marker. She found another syringe with small speck right after.

Event description:
No injury or harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a small dark speck near the tip of the syringe. To aid in the investigation, two samples with opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. The syringe barrel bottoms have a dark colored speck of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 4347655. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.